Event description:
It was reported to philips that the device was unable to complete operational testing due to the device not recognizing the ECG cable. It was noted that the trunk cable and ECG leads used at the time of the failure were determined to be in working condition. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.